Manufacturer narrative:
Section a2: age/date of birth (months): ages are 7.58 ± 2.96 section a3: sex/gender: (male: female): 20:13 . Section b3: date of event: exact dates not provided, article acceptance date is 11 april 2024 . Section h3-other (81): the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: observation on the tilt and decentration of multifocal intraocular lens with optic capture in berger space for pediatric cataract. A prospective observational study was done to observe the tilt and decentration of multifocal intraocular lens (iol) with optic capture in berger space within 2 years after pediatric cataract surgery. The implantation of multifocal iol (tecnis zmb00) with optic capture in berger space was performed on 33 patients (n=48 eyes) with pediatric cataract. Tilt and decentration of iol was measured using scheimpflug system (pentacam) at 1 month and 2 years postoperatively. Postoperative events included: in the vertical meridian: angle of tilt (°) (at 1 month = 2.730° ± 1.005; at 2 years = 2.515 ± 1.100) decentration (mm) (at 1 month = 0.226 ± 0.081; at 2 years = 0.219± 0.072) in the horizontal meridian: angle of tilt (°) (at 1 month = 3.201 ± 0.812; at 2 years = 2.393 ± 1.104 decentration (mm) (at 1 month = 0.267 ± 0.079; at 2 years = 0.202 ± 0.096 . There were no further interventions reported. A copy of the article is provided with this report. Citation: zheng fan, menghan wang, yusu peng, xiaoyun wang, dongfang li, yichao ding, jing zhang, yusen huang, observation on the tilt and decentration of multifocal intraocular lens with optic capture in berger space for pediatric cataract, (2024), int ophthalmol; 44 & 203: 1-10.